Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized with a mini stroke. While staying at the hospital the doctor stated that it might be due to the insulin pump. The blood glucose at time of the admission was 118mg/dl. The customer mentioned that he did not have anything to eat for several hours while wearing the insulin pump and his low blood glucose was low. Troubleshooting was performed. The time, date, basal rates, and bolus wizard were correct. The drive support cap appears to be normal. Instructed the caller to run a manual prime test and the insulin did exit. Performed later the high pressure test and passed. No further information was provided.